Event description:
Caller reported a malfunction on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.